Manufacturer narrative:
On 10-aug-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Oral-b io toothbrush ignited/charging dock for toothbrush melted [device catching fire]. Case narrative: consumer via phone stated that the oral-b io toothbrush ignited/the charging dock for oral-b io toothbrush melted. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
Oral-b io toothbrush ignited/charging dock for toothbrush melted [device catching fire]. Case narrative: consumer via phone stated that the oral-b io toothbrush ignited/the charging dock for oral-b io toothbrush melted. No injury was reported.